Event description:
While attempting to advance a coronary stent with delivery system to the target lesion site located in the pt's "shepards crook" right coronary artery, tracking resistance was reported. In response, the guidewire was wiped down and the lumen of the guidewire was flushed twice. However, resistance was encountered at the proximal portion of the right coronary artery. Subsequently, the guidewire and guide catheter were exchanged and the sds was re-introduced and the same difficulty was reported. Upon withdrawal of the sds, the stent was not observed to be on the balloon catheter. Chest pain without EKG changes was reported. A micro snare device was used in a successful attempt to retrieve the stent from the ostium of the target vessel. Poba was performed and there were no add'l complications reported relative to this event.